Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a display issue occurred. A rotablator rotational atherectomy system was used to treat the target lesion. During procedure, inside the patient, it was noted the console front panel display went blank and does not show rpm speed. The physician burred the lesion even without the visual feedback of the rpn. The procedure was completed with this device. No patient complications were reported..